Event description:
Additional information received a month and 18 days later indicated that the neurostimulator was defective and they wanted to know why it stopped working.the device was explanted. No injury was reported. It was noted that patient recovered without sequela

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0j0kp, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
It was reported patient was having "problems with her interstim", she met with her health care provider and manufacturer preventative 4 days prior to call. It was indicated that her neurostimulator (ins) would worked and then all of a sudden it would stopped working and patient would stopped feeling stimulation. The patient indicated that at that point she would place the programmer (pp) over the ins and press the pp power on button, not the buttons on the side, and then her ins would work again. It was indicated that the ins was checked on the day she met the hcp and was told ¿they got signals." It was indicated that the patient symptom returned when she did not feel stim. It was indicated that the event occurred "(B)(6). There was no known accident or incident related to this complaint. The patient used to be at 1.4v now she went up to 2.2v at program 1 to feel it. The patient changed to program 2 and reported feeling the difference between the programs. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed the stimulation ins was functionally okay and there was an insignificant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.